Event description:
Info received indicates fluid ingress into the right head side rail causing the bed function switches to stop working.

Manufacturer narrative:
The tech replaced the side rail function switches to repair the bed.